Event description:
Boston scientific received information that this right ventricular was abandoned surgically due to loss of capture in bipolar configuration. The patient experienced syncope. A new lead was successfully implanted.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.